Event description:
The patient reports their op5 personal diabetes manager (pdm) is not holding a charge. When she plugs the pdm to charge it vibrates and the pdm gets really hot. Nothing comes up on the screen and she has tried multiple chargers. When the pdm's battery did get to 100% it only lasted about 45 minutes.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.2-p001. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.